Event description:
It was reported that the "doctor found the screwdriver slide wire and that cause the screws slide." No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. Additional attempts to follow up for additional information were made, however no new information was supplied.